Event description:
(B)(4). Same patient as MDR ID 2134265-2012-03902. It was reported that following a percutaneous coronary intervention (pci) treatment procedure, the patient experienced angina. Target lesion #1 was located in the mid left anterior descending artery (lad) with 90% stenosis, a length of 24 mm and reference vessel diameter of 2.5 mm.. This lesion was treated with pre-dilatation and placement of a 2.50 x 28 mm study stent with 0% residual stenosis. Target lesion #2 was located in the mid right coronary artery (rca) with 95% stenosis, a length of 15 mm and reference vessel diameter of 3.5 mm. This lesion was treated with pre-dilatation and placement of a 3.50 x 18/20 mm study stent with 0% residual stenosis. The patient was discharged on aspirin and ticlopidine. In (B)(6) 2012, the patient experienced unstable angina. The patient was hospitalized and coronary angiography revealed 80% severe instent re-stenosis in the stent overlap in the mid lad and 99% stenosis in the second diagonal. The 80% instent re-stenosis was treated with placement of 3.0 x 11 mm non-bsc stent following post dilatation, the residual stenosis was 0%. The event resolved without residual effects and the subject was discharged.

Manufacturer narrative:
Device is combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).